Event description:
A male consumer applied one bengay pain relieving patch (menthol) once on each leg beginning 2008, for pain in his calves. Three days later, he had ulcer sores on both legs. Product use was discontinued on the same day. As of 2008, the outcome of the event was not resolved. Additional information received eight months later, from an attorney concerning a male consumer. The consumer applied bengay moist heat therapy patches (menthol) on each leg to relieve cramping pain in his legs at nighttime in 2008 (exact therapy start date, dose, frequency of use unspecified). After product use in 2008, he had burns on his legs, bleeding ulcers, and scarring. The consumer continued to have ulcerations and new sores on his legs. Subsequently, he visited and infectious disease doctor on an unspecified date who stated that the ulcers were from burns on his legs and "he would have scars for life". Also on an unknown date, the consumer had discoloration of the scars. As treatment, the consumer applied several unspecified creams to help with the ulceration over the course of an unspecified amount of months. As of 2008, product use and the outcome of the events was unknown. This case is serious (disability and medically significant).

Manufacturer narrative:
The product was not returned for failure analysis / laboratory testing. It cannot be ruled out that the product may have possibly caused the event.